Event description:
Premature battery depletion was reported, and the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.